Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was locatedin the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Subsequently, a 3.00mm x 8mm nc emerge balloon catheter was advanced but the balloon also ruptured during inflation. The procedure was completed with a different device. There were no patient complications nor injuries reported.